Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to be diagnosed with lung disease. The patient was put on oxygen as a form of medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.